Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported, patient debridement, washout, possible infection cultures taken. Female 82. Complaint has been evaluated and is similar to report number 1644408-2023-00716; 941-01-36e, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.